Manufacturer narrative:
Additional information: the device was being used to pre-dilate the lesion. Resistance was not observed when advancing the device. The device was not moved or repositioned while it was inflated. The event occurred on the first inflation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Kinks were evident on the hypotube. Kink was evident to inner member. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the working length of the balloon. The balloon failed to maintain pressure. On pressurisation of the device, liquid was observed exiting the balloon, on the working length of the balloon. The balloon failed to maintain pressure. Upon visual inspection of the device, a pin hole burst was observed on the balloon material, on the working length of the balloon. No deformation evident to the distal tip. No other damage evident to the remainder of the device. Annex b, annex c, annex d codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a euphora rx balloon to treat a lesion in the diagonal branch. Pre-dilation was performed. It was reported that the balloon burst during inflation of the device at 12 atm. It was also reported that a dissection occurred at the rupture site and was controlled after stent implantation. No further injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.